Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets disconnected. The event was further described as the line ¿unscrews itself and pops apart¿ at the ¿site¿. The incidents occurred during set up or priming the line with an unknown solution (also reported as unknown antibiotics and unspecified medication infusions) via a sigma IV pump. There was no patient involvement. No additional information is available.